Manufacturer narrative:
Event eval: still under investigation.

Event description:
A pt underwent aaa repair in 2009. The pt had an extremely tortuous anatomy. An endograft was placed in the normal fashion. When trying to place the contralateral limb from the right iliac, the wire had inadvertently gone between two suprarenal struts causing the contralateral limb dilator tip to pass thru the strut and push the whole main body up approximately 5-8mm covering both renal arteries. The wire was noticed thru the strut and then was replaced thru the main body. The contralateral limb was then placed in the limb and the ipsilateral limb was then placed as well. The renal arteries being covered was not noticed until the final run was performed and at that time attempts were made to try and get back into either artery. A stent was placed, but to no avail, it was not accomplished. The pt was then taken to the operating room at that time. Pt underwent iliac renal bypass. Once this procedure was completed, renal failure and thrombosis occurred. Pt was treated for these and a few days later, expired due to possible myocardial infarction.